Event description:
Customer reported to beckman coulter, inc (bec) that they changed the glucm (glucose module) sensor on the unicel dxc 600 synchron system (dxc 600). Customer reported that the dxc 600 gave reagent level low errors after they changed the sensor. Customer reported that about 5 ml of glucose reagent leaked from the electrode port because the sensor was not properly seated and did not seal. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support guided the customer to remove and re-install the glucose sensor. Customer reported that all leaking ceased after the repair.

Manufacturer narrative:
(B)(4).